Event description:
It was reported that the left ventricular lead exhibited high thresholds. No intervention was performed due to the patients age. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.